Manufacturer narrative:
Hologic technical support (ts) reviewed worklist (wl) (B)(4) and confirmed the customer's report. Ts found no hardware issues and no reagent errors. Wl (B)(4) had control values within normal range and review of sample curves for both replicates were normal. Ts notes that the sample may have had low target or could have been mishandled. Customer was informed of the findings.

Event description:
Customer contacted hologic technical support (ts) to report an aptima sars-cov-2 discrepant result. The customer stated the sample was accidentally ran in a duplicate on the panther instrument (B)(4) using assay lot 307645. Customer reproted one initial result is positive result and subsequent result is negative. The first positive result was released to the patient. The result was not amended. The patient questioned the result, an additional sample was collected and tested on a different platform which resulted out negative. No treatment was administered and the patient was not cohorted with other covid-19 patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed worklist (wl) 02272-20211117-14 and confirmed the customer's report. Ts found no hardware issues and no reagent errors. Wl 02272-20211117-14 had control values within normal range and review of sample curves for both replicates were normal. Ts notes that the sample may have had low target or could have been mishandled. Customer was informed of the findings.

Event description:
Customer contacted hologic technical support (ts) to report an aptima sars-cov-2 discrepant result. The customer stated the sample was accidentally ran in a duplicate on the panther instrument (B)(4) using assay lot 307645. Customer reproted one initial result is positive result and subsequent result is negative. The first positive result was released to the patient. The result was not amended. The patient questioned the result, an additional sample was collected and tested on a different platform which resulted out negative. No treatment was administered and the patient was not cohorted with other covid-19 patients.